Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced an incomplete flap creation on the right eye (od) resulting in the aborting the procedure. The patient procedure was postponed and the procedure will be converted to a photorefractive keratectomy (prk). Pre-op best corrected visual acuity (bcva) from (B)(6) 2017: right eye (od) pre-op 20/20 -2.25 x -1.00 x 179, left eye (os) pre-op 20/20 -2.75 x -1.00 x 179.